Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no hardware errors or issues with any dispense/aspiration curves. The positive sample did not have any adjacent sample near it, but it was possible that this sample had low target or was mishandled. The other samples could not be compared since they were from a different collection. From r&d review, it was possible that the first positive was due to a contamination event, especially since repeat swabbing turned up negative, and the initial positive was a very late CT, indicative of single-digit copies in the reaction. Hologic technical support (ts) relayed the findings to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from(B)(6) 2020 to present.

Event description:
Customer reported one discrepant sars-cov-2 pcr sample using assay lot 271735 on panther fusion instrument sn (B)(4). The sample in question was negative, then another sample from the same patient was recollected four days later and resulted positive. The physician recollected another sample four days later which resulted negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients, but all results were reported to the physician.